Event description:
It was reported that during a t2 humeral surgery the drill bit broke. The case was completed successfully without any procedure delay. There was no medical treatment or intervention and no adverse consequences associated with this event.

Manufacturer narrative:
The product was returned and the failure was confirmed. The potential root causes are concluded to be excessive force during use and the poor bearing properties of the ultem material of the drill guide.

Event description:
It was reported that during a t2 humeral surgery the drill bit broke. The case was completed successfully without any procedure delay. There was no medical treatment or intervention and no adverse consequences associated with this event.